Event description:
It was reported that a pump declared a cartridge alarm during insulin delivery, resulting in its inability to resume therapy. There was no adverse impact to the customer's blood glucose level. The customer was assisted by support to load a new cartridge, but the issue persisted, leading to a decision to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy. Technical support instructed the customer on putting the pump into storage mode and returning it with a pre-paid label within 10 days. A replacement pump was arranged for shipment.